Manufacturer narrative:
Concomitant medical products: product ID: 8709; serial#: (B)(4); implanted: (B)(6) 2002; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 29-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1 mg/day via an implanted pump. It was reported the doctor attempted a dye study when he started with the patient. He was unable to aspirate from the catheter, so he was unable to do the study. He referred the patient for a catheter revision/replacement. The catheter was replaced on (B)(6) 2021 with an 8780 and would not be returned, customer discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.